Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with cgm glucose decreasing from 389 to 362 mg/dl and a confirmatory fingerstick of 335 mg/dl after a recent meal; the user felt well, had performed a full supply change the prior day, and was using a contact detach infusion set (23", 6 mm). Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included continued home monitoring with guidance to observe for improvement and to perform a site change if values rose again, and assignment of additional training support. Investigation included customer consultation, troubleshooting, and education focused on glucose trends and infusion site management. Investigation of this case revealed no device alarm or malfunction reported, and the event was consistent with transient postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.